Event description:
A report was received of a pt that was explanted due to a staph infection. As culture was taken and the results showed a staph infection. The pt was prescribed oral antibiotics and infection had cleared. The pt is reportedly doing well.